Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 366, 171 mg/dl. Tests were done within 10 minutes with a difference of 64%. Pt did not experience any adverse events. Customer is not using controls solution for tests. No further info has been reported.